Manufacturer narrative:
Eval: a 10 french, 6 inch sheath/hemostasis valve assembly was returned for eval. The assembly was noted to be in place over the catheter tubing. The sheath tubing was noted to be kinked at several locations along its length. Kinks were also noted in the catheter tubing and inner lumen near the y-fitting. Blood was noted on the exterior of the device. Visual examination reveald the distal end of the sheath to be partially "folded back" towards the sheath shaft. The sheath tip appeared slightly jagged. (This follow-up MDR was mailed to the FDA on 5/01/98).

Event description:
The iab was inserted into the pt's left femoral artery. There was a "burr" at the end of the sheath. When the sheath was removed, there was injury to the pt's vessel. A second iab was inserted into the pt's right femoral artery. On 4/17/98, the following was reported to datascope: the initial dilator was used without difficulty. The sheath/dilator combination was then inserted into the pt and resistance was met with the last 3 to 4 inches of the sheath but it was possible to place the sheath. The dilator was then removed and the iab was inserted through the sheath. The situation was assessed and the iab and sheath were removed from the pt. Manual pressure was then held on the insertion site. A second iab was placed in the opposite groin and hemostasis was achieved. The next morning the pt went to surgery for CABG x 4. It was reported that there may have been a tear in the pt's femoral artery. No arterial repair was needed. [Event complications]: injury to vessel-reported 3/12/98. [Pt's current status]: post op-rpt'd 4/17/98.